Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of ventricular fibrillation due to noise and oversensing on the right ventricular (rv) channel. All electrical measurements were stable and in range, so no intervention was performed. The patient was stable and will continue to be monitored.